Event description:
We received a report that an intraocular lens (iol) was removed and replaced during the same procedure due to a size miscalculation. In follow up it was learned that it was after the procedure was completed, that the surgeon determined the wrong size iol had been placed in the eye. He took the patient back into surgery, and in a secondary procedure, removed the 16.0 diopter iol and replaced it with a 18.0 diopter lens. No incision enlargement was required, nor a vitrectomy. The patient was noted to be doing well.

Manufacturer narrative:
The intraocular lens was returned to our manufacturing facility for inspection. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed a lens cut in two halves. The lens sample had surface residuals (fiber/particles) on the lens compatible with handling the lens such as during the explant process. There were no unacceptable cosmetic conditions related to the manufacturing process that were observed in the returned sample. The lens condition was consistent with a lens that has been explanted from the patent's eye. The condition of the received lens does not allow for any additional testing. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient information was not available. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.